Event description:
A 20 ga angiocath inserted for elective, screening colonoscopy. When angiocath was removed from right antecubital area, 2.5 cm of the angiocath was retained in the pt's arm. The hub and a small portion of the angiocath was removed. The portion of the angiocath that was removed was frayed at the end.